Manufacturer narrative:
Concomitant medical product: 900sfc26 heart ring, implanted: (B)(6) 2013; pm2272 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occlusion. The right atrial (ra) lead exhibited noise and mode switch. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.